Event description:
During a rotablator procedure with a 1.75 burr, the wire was severed and the burr perforated the right coronary artery. A perfusion balloon was inflated at the site of the perforation and successfully tamponaded the vessel. Numerous attempts were made to snare the severed wire without success. The severed wire migrated to a small vessel and was never retrieved. Pt was hemodynamically monitored and determined to be stable. The wire was never removed.